Event description:
It was reported that there was an error on boot up. It is not known if there was any loss of monitoring or if this event resulted in any delay in treatment. There was no report of a death or serious injury associated with this event. It is not known if the device malfunctioned, as it was not possible to get additional info from the hosp. The hard drive and fan assembly were replaced and the software was upgraded. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.